Manufacturer narrative:
(B)(4). Date of event: date of event is unknown. Batch # unknown the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an esophagus procedure, once the anvil was interlocked, it detached from the device at the midway during the tightening. Even if the anvil was well clicked and the orange ring was visible, the tip detached. The surgeon has completed the procedure with success with the impacted device. No patient consequence.